Manufacturer narrative:
Due to character restriction, event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use cs300 intra-aortic balloon pump (iabp) had automatic inflation failure. There was no patient injury or harm reported.

Event description:
N/a

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) after the on-site inspection on 2025-3, the cds automatic inflation failure was found. After inspection and adjustment, the machine was used normally. The equipment passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically.